Manufacturer narrative:
Model number/catalog number: sc-2366-70. Serial number: (B)(4). Batch/lot number: 20119083/20425596. Model/catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent lead revision procedure and was doing well postoperatively.